Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the memory data revealed anomalous battery voltage measurements caused by a measurement lock up resulting in an unclearable eri (elective replacement indicator). The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.